Event description:
It was reported that occlusion alarms occurred and the customer experienced an elevated blood glucose (bg) level of 541 mg/dl and "issue with esophagus". Customer administered a manual injection to address bg and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved. Customer successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.